Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiration date: 10/2019).

Event description:
It was reported that prior to the placement, the tip of the tunneler allegedly broke. There was no patient contact.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to poor sample condition. The photo samples were provided for investigation. The first photo shows the distal end of a groshong catheter being held. Three beads of water are formed on the surface of the catheter. One bead is present between the black and blue catheter material. The other two beads of water are on opposing sides. The source of the bead formations cannot be observed from the photo. The second photo sample shows the distal end of the groshong catheter from a different angle. A bead of water is visible at the location the clear and blue catheter materials meet. Since damage to the catheter cannot be clearly observed and the location of the beads of water are near the location of the valve, the complaint is inconclusive. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that prior to the placement, the tip of the tunneler allegedly broke. There was no patient contact.